Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0566 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "upon insertion of PICC right upper arm, after obtaining access, was unable to feed PICC past shoulder; wire inside PICC bent and broke inside cathlon. Nothing broke off inside patient, no harm to patient"